Event description:
The ge oec 9800 fluoroscopy system had a split image on the monitor. Double or partial images displayed.

Manufacturer narrative:
A ge oec service rep investigated the issue and reloaded rus files and calibration settings. The image control and other pcbs were re-seated and the image processor and generator interface pcbs were replaced. The system was tested, found to operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.